Manufacturer narrative:
A beckman coulter field service engineer did not evaluate the system. Printouts of the erroneous results from the system were requested but not provided by the customer. The customer continued processing samples. No evaluation of data or the system was performed; accordingly, no conclusion can be drawn. Per labeling: giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, and red cell fragments are listed as interfering substances for the platelet parameter.

Event description:
The customer reported to beckman coulter inc (bec) that an erroneous low platelet (plt) result of 239 was generated for a pediatric patient sample by the coulter lh 780 hematology analyzer. No instrument flags were generated. The erroneous result was reported out of the lab. A higher platelet estimate of 500-600 was obtained upon manual smear review and a corrected report was issued. Platelet clumps were not found by manual review for this specimen. The customer indicated that a prior specimen for the patient was reviewed and the patient results were flagged for platelet clumps. There were no reports of any adverse events or changes to the patient's care or treatment. Controls were run before and after the event and the results were within quality control specifications.